Manufacturer narrative:
Insulin pump received no motor movement during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement. Device tested outside the pump and received no motor movement at rewind. Device received with pillowing keypad overlay and minor scratches on case. No damages on reservoir lip ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 800 mg/dl. Customer report other blood glucose value was 540 mg/dl. Customer states the insulin pump had cosmetic damage. Customer reported that the insulin pump had cracked on the reservoir compartment. The customer reports that reservoir was able to locked into the place. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.